Event description:
It was reported the subject device had an issue of " condition of coarse dot pattern reflected overall occurred irregularly." No reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported the subject device had an issue of " condition of coarse dot pattern reflected overall occurred irregularly." No reports of patient or user harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. The storage period of the DHR is 15 years. Since the product was manufactured more than 15 years ago, the DHR could not be verified. The device was returned to the regional repair center for evaluation and the customer's allegation was confirmed. The device evaluation found that dot patterns are reflected. The evaluation also found charged coupled device flooding due to coupler deterioration and contact point corrosion. Based on the results of the investigation, it is assumed that the watertight function did not function normally due to coupler deterioration and "charged coupled device flooding" occurred. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.